Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was high via continuous glucose monitor reading. Bg was corrected via manual injection. The customer reverted to an alternate method of insulin therapy.